Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Insulin pump received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer blood glucose level was 102 mg/dl. The customer was assisted with troubleshooting. Customer travels frequently and insulin pump was exposed to high atmospheric pressure. Customer states that there was no response from any button. Customer insisted on insulin pump replacement as it was difficult for her to be getting this error every time she travels. The device will be returned for analysis.